Event description:
It was reported that the patient presented to clinic yesterday with noted critical battery alarms with one battery that he states was fully charged. A data download was obtained and sent to the company for analysis. The analysis showed 2 critical battery alarms and 3 power disconnect alarms with one battery being the issue and a loose connection on power port 1.